Event description:
The rptr stated that rptr did meter to hcp meter comparison tests, within 10 mins. Rptr's meter result was 196 mg/dl, and the hcp meter (type unknown) result was 127 mg/dl. Rptr did not have any symptoms. A control solution test reading of 133 was in range. During troubleshooting, it was indicated that the test strip holder of the meter was not cleaned properly. Follow up attempts to reach the rptr for further info have not been successful.